Event description:
The user facility reported that the steam generator was emitting steam and set off the fire alarm. The fire department was automatically dispatched and fire department personnel shut down the unit. No injuries, procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician inspected the generator and found the pressure switch was stuck closed due to scale/debris, which caused the sensors to not work properly. This caused the unit to over pressurize and lift the safety valve which allowed steam to exit the unit. The technician cleaned the pressure switch line and replaced a heater element gasket and fuses that had blown. The technician tested the unit and returned it to service. The generator was manufactured in 2005 and is not under steris service contract; the unit is maintained by the user facility. The equipment maintenance manual states (section 4): "clean the heating element and the inside of the boiler chamber with a wire brush to remove any mineral deposits or scale. Reinstall the heating element with a new heating element gasket in the boiler chamber." The preventive maintenance schedule also states (manual, pp. 4-3) "4.3 pressure switches - verify proper setting and operation (each inspection)." Steris will reinforce the importance of following the pm schedule in equipment labeling.